Event description:
Customer reported the aviva meter has shown signs of an electrical short, was warm to the touch. No serious adverse event was reported in connection to the alleged malfunction. Customer reported having discarded the meter, replacement was sent.